Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker, triggered an alert for a high out of range pace impedances. The impedance had been jumpy prior to going out of range. After the alert, myopotential oversensing occurred, due to the automatic switch to a unipolar configuration. However the patient has an underlying rate greater than 60 beats per minute (bpm), thus no asystole was seen. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was reported indicating that the right atrial (ra) lead from another manufacturer, also had an alert for out of range pace impedances. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.